Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w ver 3.18e. Pump received without original battery cap. Unable to verify damaged/missing battery cap.

Event description:
Medtronic received information that damage (physical or cosmetic), battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.